Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with the sensor being accurate. Customer's blood glucose was 80 or 90 mg/dl and sensor would be reading 40 mg/dl. Sensor tends to read low when she was sleeping. Customer stated issues have been occurring in a regular basis. The insulin pump will alarm calibration error. Customer declined being transferred to troubleshoot for issues. No further information reported.